Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer via a company representative regarding a patient who was receiving gablofen 2000 mcg/ml; 500 mcg/ day via an implantable pump. Indication for use was intractable spasticity. The date of the event was asked but unknown. It was reported the patient had recent weight loss. The pump was very mobile in the pocket and bothersome. A pocket revision was performed (B)(6) 2019. The hcp moved the pump up higher on the right abdomen. A catheter revision was not needed as the hcp did not disconnect the pump. There were no changes to the dosage. A ¿dura repair¿ 3x3 was used to enclose the pump. Patient weight and medical history were asked but unknown. The issue was resolved. Patient status was alive - no injury. No further complications were reported.